Manufacturer narrative:
Additional information: b2, b5, b6, d10, e1, h6 and h11. B5: upon follow-up, additional information was received. The peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, stopped) and meropenem injection (500mg, intraperitoneal, once daily, stopped) for peritonitis. It was reported that retraining was still pending. At the time of this report the patient was not recovered from the events. On an unknown date, pd therapy was discontinued and the patient was shifted to hemodialysis(hd). The hd is ongoing. H11:this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with meropenem injection (500 mg) and vancomycin injection (1 mg) at an unspecified frequency and route of administration. It was not reported if the patient was hospitalized. There was no information regarding patient outcome and action taken with pd therapy. No additional information is available.